Event description:
During surgery, part of the trinity screw head sheared off.

Manufacturer narrative:
(B)(4) final report. Additional information, including post-op x-rays, operative notes, whether the cup was fully impacted within the acetabulum prior to insertion of the screw, how many screws were implanted in total, whether the surgeon was satisfied with the fixation of the cup, confirmation on what happened to the piece of screw which broke off and information regarding the instruments that were used to prepare the screw hole was requested in order to progress with the investigation of this event, however, not all information was provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. 1 measurement from 1 screw of this batch was not recorded on the paperwork. All measurements of all other devices from this batch were recorded and within the correct specifications at the time of manufacture. Corin has not received any other reports for items from this batch. Based on the available information, the root cause of the reported event could not be determined. However, additional advice has been provided to the surgeon regarding the use of the screw hole preparation instruments and the surgeon has not encountered the same issue since. Therefore, this case is now considered closed. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Per (B)(4) initial report. Additional information, including post-op x-rays, operative notes, whether the cup was fully impacted within the acetabulum prior to insertion of the screw, how many screws were implanted in total, whether the surgeon was satisfied with the fixation of the cup, confirmation on what happened to the piece of screw which broke off and information regarding the instruments that were used to prepare the screw hole. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
During surgery, part of the trinity screw head sheared off.